Event description:
It was observed that during the device evaluation, the subject device had exhibited damage on cable unit, the displayed image is flickering, water tightness is lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the displayed image is flickering and water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.